Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset. Diagnostic data was cleared. Follow-up was unable to determine if the software update was reloaded onto the device. It was later reported that the device had another electrical reset. The elective replacement indicator (eri) trigger voltage changed to a lower value when the device reverted back to the old software. Follow-up with the clinic confirmed the patient was seen since the reset and the device was functioning normally. The device is still in use. It was later reported that the device indicated elective replacement (eri) and there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had an electrical reset. Diagnostic data was cleared. Follow-up was unable to determine if the software update was reloaded onto the device. It was later reported that the device had another electrical reset. The elective replacement indicator (eri) trigger voltage changed to a lower value when the device reverted back to the old software. Follow-up with the clinic confirmed the patient was seen since the reset and the device was functioning normally. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device had an electrical reset. Diagnostic data was cleared. Follow-up was unable to determine if the software update was reloaded onto the device. The device is still in use. No patient complications have been reported as a result of this event.